Event description:
The manufacturer received information alleging a ventilator's ac inlet connector was damaged. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac inlet connector was replaced to address the issue. A"service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.